Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® conformable aaa endoprostheses instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, the patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprostheses and gore® excluder®aaa endoprostheses. Angiography after stentgrafts placement confirmed a proximal type I endoleak at the outer curvature of the aorta. The procedure was completed, and the patient was decided to be monitored. On an unknown date, it was observed that the proximal type I endoleak still remained at the postoperative follow-up examination. The decision was made to perform additional intervention. It is unknown if the aneurysm had enlarged or not. On (B)(6) 2024, a reintervention was performed. A chimney stentgraft was placed in each of the left and right renal arteries, and an additional stent graft (endurant cuff 32mm x 49mm) was implanted to the most proximal side. The endoleak was resolved, and the procedure was completed.